Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis, high blood glucose and vomiting on (B)(6) 2018 with blood glucose of 478 mg/dl. Troubleshooting was declined by the customer for high blood glucose. The customer stated that insulin pump gives no delivery alarm the customer was treated by insulin drip, manual injection. The insulin pump will not be returned for analysis.